Event description:
Additional information received reported that the patient had been referred to a neurosurgeon in the area to replace the battery and to have a non-rechargeable battery put in. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that they were still waiting for the patient to schedule his replacement.

Event description:
It was later reported that the device had been ¿dead¿ for a while. This was described as a ¿multiple¿ months. It was noted that the caller performed a physician mode recharge (pmr) on the device and it was charging normally. It was noted that the device was charging normally for three hours and was still within the 0-25% quartile and the caller could not perform an 8840 session to clear the power on reset (por). The recharger kept showing the implantable neurostimulator (ins) was full but then went back to only the first 25% blinking. It was further reported that the patient was brought out of discharge and was charging okay. It was noted that ¿at one fourth that it showed full and stopped charging.¿ it was noted that the patient had been discharged two times including the date of report and had been dead for two months. It was noted that the manufacturer representative would get another recharger and see if that makes a difference and call back. It was later reported that the battery was dead. It was noted that there was a por. It was not specified which error code accompanied the por and it was also stated that it was ¿not successfully cleared.¿ it was noted that a read of the battery/recharger showed the battery was in overdischarge. A por countdown was successful and a normal recharge screen appeared. It was noted that after three hours the battery as still at zero percent. It was also noted that ¿it¿ could not be read by the clinician programmer but ¿only showed that the battery was in discharge and needed to be charged.¿ after about three hours the recharger ¿suddenly¿ showed the ¿sweaty¿ battery. This was described as the full charge screen. When the recharger was restarted, it still showed the charging screen and that the battery level at zero percent. It was noted that it could not be read by the clinician programmer at this point either. It was noted that a brand new recharger was tried to make sure it was not the recharger that was the issue but after ¿about¿ 20 minutes the same incident occurred. It was noted that the issue was not resolved. It was also noted that the cause of issue was determined. This was described as that the battery was not able to get a charge after the por countdown took place. A normal charging screen appeared but the battery would not charge. A new recharger was used to make sure it was not the recharger. It was noted that it ¿seemed the issue was stemming from the battery.¿ it was noted that they wore unable to get the battery to read. Symptoms or complications associated with the event included less than 50% therapy relief at an unknown location. It was noted that there was a loss of pain relief due to the stimulation not working. It was also noted that the patient, physician and the manufacturer representative would consult at the next appointment to discuss options for replacing the battery with a non-rechargeable. The event occurred during normal use. The product status of the implantable neurostimulator (ins) was implanted and remains in service. The patient¿s status was alive with no injury. It was later reported on 2014-(B)(6) that the manufacturer representative had a follow up meeting on ¿thursday¿ and would provide further information at that time. It was later reported on 2014-(B)(6) that the patient rescheduled their appointment for ¿later in may.¿ the manufacturer representative would update again once they had the next appointment and a plan of action. It was later reported that the appointment was scheduled for 2014-(B)(6). It was noted that the manufacturer representative would provide another update after that.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 3708160, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3708160, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).